Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the baha drill controller displayed an error message during initial implantation surgery. Subsequently, the surgery was prolonged due to troubleshooting required and subsequent replacement of equipment (duration of surgery not reported). There was no report of patient injury and patient was successfully implanted.